Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn 17516030 was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues at the station. A field service engineer checked the smart remote manager (srm) latching, printed circuit board (pcb), and all cable connections. User was unable to replicate the issue and tested functionality. The system functioned as intended when the field service engineer checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unit intermittently went to a black screen when attempting to retrieve medications from the fridge connected to that station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unit intermittently went to a black screen when attempting to retrieve medications from the fridge connected to that station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.